Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged when the patient stood up. Additional information was received indicating that initially, this lead was difficult to implant. After the pocket was closed, the field representative was informed that the patient experienced diaphragmatic stimulation with elevated thresholds. Furthermore, it was also observed that the lead had loss of capture but no asystole was reported. The lead was explanted. No additional adverse patient effects were reported.